Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pilot holes and screws were placed in the patient's spine (and ilium) in a different position than desired with navigation involved, although according to the hospital: - the deviation of the 2 s2ai screws through the spine's sacrum placed with the aid of navigation was detected by the surgeon with a post op scan, and these placements were addressed with a revision surgery the next day. - the final outcome of this revision surgery was successful as intended. - there was no direct (or increased) risk to harm a critical structure by the deviating placements. - there was no harm nor negative effect to the patient due to the deviating initial placements, also not due to the surgery/anesthesia repeat of ca. 3h for the revision surgery, and there was no surgery/anesthesia delay for the patient at the original surgery. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was prolonged by 2 days due to the revision surgery. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the left and right s2ai screws deviating medially by ca. 2-3cm from the intended positions is a not sufficiently accurate calibration of the non-brainlab instruments to the navigation by the user, not following brainlab instrument calibration requirements. For the probe: the necessary and by the navigation software required accuracy validation of this instrument after calibration by the user failed repeatedly at the surgery. This indicates a bent instrument. Bent or damaged instruments, as well as any instruments that cannot be accurately calibrated, must not be used with navigation. The user afterwards managed to achieve a calibration of the instrument solely with a generic calibration, which only takes the instrument's tip into account. For the screwdriver: a too small instrument navigation reference array (the smallest array available) was used for this long instrument by the user, not following brainlab recommendations. Despite the navigation software displayed a warning dialogue due to a low instrument calibration accuracy, the user accepted the instrument calibration for use at this surgery. In addition, the screw used (9,5mm) was calibrated using the 10mm receptacle of the navigation instrument calibration matrix leading to a further decrease in accuracy. Apparently, the resulting deviation in the navigation display and the actual patient anatomy was also not recognized by the user with the appropriate and necessary accuracy verification throughout the procedure, before and during use of these instruments calibrated to navigation. Additional factors contributing to the deviation: - the combination of this patient's anatomy and the location/direction of the by the user planned trajectory has likely led to collisions of the instruments with the patient's anatomy during the placements, possibly causing reversible navigation reference movements. Such reversible movements generate a temporary deviation of the anatomy location in the pre-placement scan displayed by the navigation and the actual patient anatomy during the surgery, that cannot be recognized nor compensated by the navigation. - furthermore, since the instruments needed to cross the sacro-iliac joint in an oblique angle and due to the hard bone at the joint regions, it is likely that the instruments were deflected by the bone. Since the navigation would display the different angle/path of the navigated instruments, the use of the brainlab navigation would not have contributed to this possible additional cause. If occurred, the user apparently did not observe the path change in the navigation display at this stage of instrumentation. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the sacral spine and ilium for extension of an existing spinal fusion to the pelvis, with intended placement of two s2 alar-iliac (s2ai) screws entering through the spine's sacrum into the ilium, and two spine screws in vertebra s1, for fixation was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5. During the procedure the surgeon: - with the patient in prone position, attached the navigation reference array on the spinous process of vertebra s2. - acquired an o-arm scan of the patient's region of interest with automatic image registration (universal air) of the current patient anatomy to the navigation. - verified the registration and accepted the accuracy to proceed. - used the navigated pointer to determine the screw trajectory and calibrated a non-brainlab probe to navigation to create the pilot holes. - threaded the pilot holes with a non-brainlab tap calibrated to navigation. - placed the 2 s2ai screws with a non-brainlab screwdriver also beforehand calibrated to navigation, following and into the pilot holes entering the sacrum close to s2. - used the same navigated method to place the 2 spine screws at vertebra s1. - completed the surgery and closed the patient. A post op scan later after the surgery revealed that the s2ai screws placed deviated from their intended position, ca. 2-3cm too medial after the sacro-iliac (si) joint. A revision surgery to re-place the si screws was scheduled for the next day, and took place on nov 16, 2022. According to the hospital: - the deviation of the 2 s2ai screws through the spine's sacrum placed with the aid of navigation was detected by the surgeon with a post op scan, and these placements were addressed with a revision surgery the next day. - the final outcome of this revision surgery was successful as intended. - there was no direct (or increased) risk to harm a critical structure by the deviating placements. - there was no harm nor negative effect to the patient due to the deviating initial placements, also not due to the surgery/anesthesia repeat of ca. 3h for the revision surgery, and there was no surgery/anesthesia delay for the patient at the original surgery. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was prolonged by 2 days due to the revision surgery.